Event description:
Patient received a therapeutic shock while wearing the wcd. The patient reported being asleep when the initial episodes occurred. He woke up to the alerts. Patient diverted shocks initially but was shaking and felt like he was going to pass out but didn't. Patient was transported to hospital where he was shocked again in the emergency room by staff's hospital defibrillator.

Manufacturer narrative:
The wcd system was not recovered from the field. Review of device event log indicated the patients was in svt with a high ventricular rate and a wide r-wave duration. The device determined the presence of a shockable rhythm based on thresholds set for rate and duration per prescription. Wcd is not indicated for the treatment of svt/af. Confirmation of the alleged deficiency could not be documented due to unavailability of the wcd system.